Event description:
A malfunction was reported on the customer's pump, which was not accompanied by any notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. As the malfunction code was not resettable, technical support decided to replace the pump. Since the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy.